Manufacturer narrative:
The local area field representative was contacted for additional information. The cause of the observations was not provided however there were no allegations against device functionality. Additional attempts for information were made, however at this time no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted. When the patient woke from anesthesis they noted they were unable to feel their legs. No additional adverse patient effects were reported.